Manufacturer narrative:
Operator of device added.

Event description:
New information noted that additional inappropriate automatic mode switch episodes due to noise were observed again. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic for routine follow up, multiple episodes of noise stored as automated mode switch (ams) episodes were noticed on stored egms. The noise was not reproducible with isometric movements and pocket manipulation. The programming changes were not made. The patient was stable before, during and after the clinic visit.